Event description:
A report was received that a trial pt was explanted due to infection. The symptoms of the infection were pus and an elevated white blood cell count. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.